Event description:
Healthcare professional reported seeing small holes (fenestrations) in the heart valve leaflet during implant. The device was implanted. No consequence from the event reported for the patient. The hcp did not think they should be acceptable.